Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of all batch record documents for lot number gd893446 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been requested but has not been received for device analysis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is report 4 of 5 for this event. It was reported that a minicap was damaged and had moisture inside of it. The damage was found prior to use. No additional information is available.